Manufacturer narrative:
The investigation determined that multiple, non-reproducible, higher than expected vitros trop I es results were obtained. The investigation determined that the samples involved were not processed in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, may have been present in the affected samples, although this could not be confirmed. There was no indication that the instrument malfunctioned. A definitive root cause for the event could not be determined. However, pre-analytical sample processing cannot be ruled out as a contributing factor.

Event description:
The customer obtained non-reproducible, higher than expected vitros trop I es results (0.083, 0.171, 0.111, 0.088, 0.067 ng/ml) from multiple patient samples processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The trop I es patient results were processed in duplicate, and the correct results were reported (<0.012, <0.012, <0.012, <0.012, 0.022 ng/ml) for the affected patients. There was no report of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved (two reagent packs). (B)(4).